Event description:
Patient had a transesophageal echocardiogram and cardioversion. During the cardioversion attempt a spark was seen on the pad and the device delivered a high 294 joules (set at 200 joules) shock resulting in a burn on the patient's chest. After hospital's investigation, there is suspicion that when the defibrillator was used there was radio frequency interference from security's radios. Joules set to shock at 200 and actual shock occurred at 294 joules.